Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the "patient suffering from bends of the penis." A new pair of 16 cm x 9.5 mm cylinders and an ms pump were implanted. Additional information received states the patient's symptoms began two weeks prior to surgery. Additional details were not available regarding whether or not the device caused or contributed to the patient's symptoms. The patient was doing well following surgery.

Manufacturer narrative:
Field change: h3,h6,h10; the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis identified one collet not seated completely in the wqc in the krt of cylinder 1; however, this is unrelated to the reported events and did not affect the overall functionality of the device. Based on the results of this investigation, no escalation is necessary. 72404310; 1000207568; pump ms. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis identified a pump malfunction based on the identification of a functional test failure; however, product analysis is unable to confirm the reported events related to penile curvature nor any relationship with the device malfunction and the reported events. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the "patient suffering from bends of the penis." A new pair of 16cm x 9.5mm cylinders and an ms pump were implanted. Additional information received states the patient's symptoms began two weeks prior to surgery. Additional details were not available regarding whether or not the device caused or contributed to the patient's symptoms. The patient was doing well following surgery.